Event description:
It was reported that the patient had her stimulator changed in (B)(6) 2012 as something had become loose inside. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v074430, implanted: (B)(6) 2008, product type: lead. (B)(4).